Event description:
During service by baxter, the infusion pump was found to contain failure code 812:02. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary: failure code 812:02 was confirmed on channel a. Failure code 812:02 is a motor excessive servo error. Inspection of the device found that failure code 812:02 was caused by a defective pump head module. The defective pump head module was replaced.